Event description:
Through implant patient registry it was learned that a 25mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 7 years, 3 months due to unknown reason. The tmvr was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint